Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received from the reporter indicating, the reported issue occurred on august 25, 2022, when the customer started up the device. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e116 error could not be reproduced. Since further information was not available the cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, the visera 4k uhd camera control unit exhibited error e116, indicating abnormality of the product at startup. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, error code e116 occurred, and foot rubber wear was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.